Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a cataract extraction with intraocular lens implant procedure, the machine failed as the surgeon began phacoemulsification in sculpt. The procedure was completed with an alternate machine. There was no patient harm. This is one of two reports from this facility.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
The reported issue caused a delay while the handpiece and cassette were exchanged. The footswitch was also tested.

Manufacturer narrative:
Additional information has been provided. The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. Based on assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).